Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001481 number, and no internal action related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc (B)(4).

Event description:
It was reported that during a cardiac ablation procedure for paroxysmal atrial fibrillation with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostatic valve separation occurred. It was reported that when advancing the carto vizigo¿ 8.5f bi-directional guiding sheath - medium into the inferior vena cava (ivc), about 15-20 ml of bleed back was observed. Upon closer inspection, it appeared the hemostatic valve was cracked. Patient¿s hemodynamics was not compromised, and no interventions were required. No air entered the patient¿s body. The sheath was replaced, and the issue resolved. When the sheath was removed from the patient, the lab staff inserted the dilator, and a white piece of plastic broke loose and obstructed the shaft of the sheath. With the information available, this will not be considered a patient adverse event but a product malfunction.